Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.5/+0.5/075 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. The surgeon reports blurred vision. Reportedly, "prepare for follow-up observation and visual function training."

Manufacturer narrative:
Weight, race, ethnicity:unk. Sex: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).